Event description:
The facility representative reported an infuso.r. Pump with a condition of customer requests replacement while pump is being repaired. One of the knobs is missing. Part of the front face plate is peeling off. This condition occurred during programming/setup in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "one of the knobs is missing" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be related to the top rotary switch knob. No repairs were made in order to fix the reported condition as the device is a stay-in unit.